Manufacturer narrative:
External insulation abrasion was noted at 19.0-20.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing, increased capture threshold, and noise. Following fields deleted: reason_for_no_eval_code.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy due to oversensing of noise was observed. A slight increase in capture threshold was also noted. Clavicular crush was suspected. The lead was explanted and replaced. The patient is doing well.